Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned for further evaluation. The optic has small scratches and scrape marks observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of "improper unfolding in eye". A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, during intraocular lens (iol) implant procedure, there was improper unfolding of lens in eye. The procedure was completed with new lens. Additional information received that, there was patient contact involved.